Event description:
It was reported the power switch for the high definition lcd monitor is broken. The customer reported the device turns off and on with slight pressure. Additional information regarding patient involvement has been requested but not yet received.

Manufacturer narrative:
The customer was informed the subject device is obsolete and no longer repaired by olympus. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR) as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The root cause could not be determined. However, based on the results of the investigation, it is believed that either stress or fatigue caused the reported failure. If enough external force was applied to the power switch, it could cause it to break. Additionally, the device was manufactured over 9 years ago, and the components could have deteriorated and caused the reported failure. Olympus will continue to monitor the field performance of this device.